Event description:
It was reported that channel two of the pump operated for approx 16 hrs where it appeared to be functioning however no solution was being administered. The pt's peripheral line became clotted, however no medical or surgical intervention was required.